Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe s2 5ml experienced a mix of product types in a pack. Product defect was noted prior to use. The following information was provided by the initial reporter: plug and piston rod wrong: we are contacting you to notify a detected deviation from a delivery made from the below bd product: material: 5 ml cone luer syringe batch: 2002128. 20,000 units of the above material were received on (B)(6) 2020. After sampling, it was detected that one of the syringes has two components out of specification, specifically, a green stopper (there should be no stopper); plunger rod & thumb press are translucent (instead of white).

Event description:
It was reported that the syringe s2 5ml experienced a mix of product types in a pack. Product defect was noted prior to use. The following information was provided by the initial reporter: plug and piston rod wrong: we are contacting you to notify a detected deviation from a delivery made from the below bd product: material: 5 ml cone luer syringe batch: 2002128 20,000 units of the above material were received on (B)(6) 2020. After sampling, it was detected that one of the syringes has two components out of specification, specifically, a green stopper (there should be no stopper); plunger rod & thumb press are translucent (instead of white).

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-06-25. H.6. Investigation summary a device history record review was performed for provided lot number 2002128 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, one emerald 5ml syringe was observed packaged within a lot of discardit 5ml syringes. It has been determined that this incident resulted from an error in the primary packaging process. The production line was not properly cleared of all previous product prior to the production of the new product. There are several preventive measures in place to to inhibit this type of incident from occurring and we are confident that this was an isolated incident. Our quality team will continue to monitor the production process for signs of this potential defect any emerging trends.